Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's right knee was revised due to aseptic loosening.

Manufacturer narrative:
Reported event: an event regarding loosening involving a mrh augment was reported. The event was confirmed through clinician review of the medical records provided. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion of assessment. Review of these records confirms aseptic loosening of a cemented modular rotating hinge tka occurred, however, the root cause cannot be determined as insufficient information was available documentation which would aid in the further completion of this assessment would include: operative reports from the revision (B)(6) 2018 surgery, outpatient office/clinic notes, implant retrieval. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right knee was revised due to aseptic loosening.